Event description:
In 2008 at 1:06pm, the lay user/reporter contacted lifescan (lfs) alleging that a onetouch ultra meter "does not turn on." The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. At an unknown time on the day of event, the patient stated that her meter would not turn on and as a result, the patient claimed that she took increased dose of 15 units regular and 35 units of nph. Sometime after, the patient reportedly felt shaky and received assistance and/or advice from a healthcare professional (hcp) at 8am. The patient claimed that she was tested on an ER/hospital's meter with result of "58 mg/dl" but did not receive any treatments from her hcp. It would have been helpful to know when the subject meter "powered off" and why the patient took an increase dose of insulin. Also, when did the patient become shaky and if the patient was admitted to the hospital due to low blood sugar. During troubleshooting, it was verified that this was not a new out of box product and there was no meter trauma. The patient did replace the battery per the owner's manual and the condition of the battery is good. The patient's products have been replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.